Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge o-ring was missing and that the customer accidently removed the rubber ring on the rack pushrod on the pump. Tandem technical support informed the customer that removing the rubber ring on the rack pushrod could damage the pump and interrupt insulin delivery. Additionally, it was reported that a cartridge alarm occurred during the load sequence and that a cartridge change error occurred. Customer¿s blood glucose (bg) value was 601 mg/dl. At the time of reporting no action was taken to resolve elevated bg. A replacement pump was sent to resolve the issues.